Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study in regard to a patient receiving morphine sulfate. It was later reported that although the pump printout indicated the pump was used to infuse duramorph, the patient began on infumorph or duramorph, but was switched morphine sulfate. It was noted that many times they do not change the name in the programmer; the patient's prescription was for morphine sulfate. There were no other co-medications. The patient pain level has been 6-9 for 9 months. Medical history includes hypothyroid, gerd (gastroesophageal reflux disease), and degenerative disc disease.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving duramorph (20.0 mg/ml at 3.097mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain on (B)(6) 2014, during a hardware removal surgery, a catheter migration was surgical observed. It was also noted that the distal pump catheter was coiled in the paraspinous space. Surgical revision was performed on (B)(6) 2014 and the catheter was spliced. The event was related to the catheter and possibly related to the implant procedure. The severity of the event was noted as moderate. The event was resolved without sequelae on (B)(6) 2014. The causality was not reported. If additional information is received, a follow-up report will be sent